Event description:
It was reported that the patient underwent "significant spinal surgery not related to implanted infusion system." The surgeon "accidentally cut catheter." No additional information was provided. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).